Manufacturer narrative:
Eval: the product was not returned to datascope for eval inspite of numerous attempts to contact the customer for the return of the product. (This follow-up MDR was mailed to the FDA on 9/1/98).

Event description:
The iab was inserted into the pt on 2/12/98. On 2/17/98, the iab leaked and the dr was unable to remove the iab. The iab was entrapped and needed to be surgically removed. (Multiple event to customer complaint number 98-00198). Inspite of several calls to the facility, the iab was never returned to datascope for eval. [Event complications]: the iab was entrapped/surgically removed-reported 2/17/98. [Pt's current status]: unk-rpt'd 2/17/98.